Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to replace this patient's left ventricular (lv) lead, no sensing or capture was observed and pacing impedance measurements were less than 100 ohms when the replacement lead was interfaced to this device. The root cause of the reported clinical observations was not determined. The associated replacement lv lead was an attempted implant and this device remains in service. No additional adverse patient effects were reported.